Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, a fiber broke off at the level of the insertion channel and caused the physician a small burn in the finger. There was no patient involved, as the event occurred outside the patient. The procedure was completed with original device without patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, a fiber broke off at the level of the insertion channel and caused the physician a small burn in the finger. There was no patient involved, as the event occurred outside the patient. The procedure was completed with original console and the remaining part of the fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Burns are a known inherent risk of device use as stated in the instructions for use.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, a fiber broke off at the level of the insertion channel and caused the physician a small burn in the finger. There was no patient involved, as the event occurred outside the patient. The procedure was completed with original console and the remaining part of the fiber without patient complications.